Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level that ranged from 169 mg/dl to approximately 200 mg/dl, vomiting, and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip, and was released from the hospital the following day with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. The pump supplies were changed in an attempt to resolve the occlusion. Reportedly, customer continued to use the pump for insulin therapy.